Manufacturer narrative:
Concomitant products: product ID: 3487a, lot# j0108055v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), product type: extension. (B)(4).

Event description:
Information received from a consumer reported that the lead was cut and removed. Later a connector for the end of the lead was found when the consumer was in physical therapy from a knot in her back. No actions or interventions were reported. No further outcome was available. Follow-up was conducted to obtain this information; if additional information is received a follow-up report will be sent. The issue occurred intra-operative. The consumer's relevant medical history was noted to be complex regional pain syndrome type 1, reflex sympathetic dystrophy of the left lower extremity, and spinal pain.